Event description:
The following was reported to hamilton medical ag: ac power indication not showing, battery is not getting charge, o2 supply failed after discharge. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).